Manufacturer narrative:
Additional information has been requested and if available it will be submitted in the supplemental report.

Event description:
It was reported that, "the cup dr implanted was loose. Patient had massive bone loss and was noncompliant with weight bearings restrictions. The dr revised it and was satisfied."